Event description:
The customer reported false negative reactions of reagent red blood cells with seraclone anti-s. Our quality control laboratory is still waiting for the complaint sample and the reagent red blood cells that had caused the false negative test results. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Our qa/ra department received this complaint too late to meet the 30-days timeline of reporting. An internal deviation has been initiated as an result.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported false negative reactions of reagent red blood cells with seraclone anti-s. The customer did return the supposedly defective product, but none of the reagent red blood cells that had caused the false positive test results were sent back. Our quality control laboratory tested the customer's returned sample in parallel to the quality control lab's retained sample with different ss donor red cells and reagent red blood cells. All positive reactions were correctly positive. We did not observe any false negative reaction. Potency testing confirmed that the minimum titer is exceeded. Complaint and retained sample showed comparable results. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-s functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.